Event description:
A malfunction was reported on the pump, and it displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided information and assisted the caller in resetting the pump. Additionally, there was an issue with the pump screen not turning on after a reboot.